Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached elective replacement indicators (eri). There was concern that the battery had depleted more rapidly than expected. No tones had been emitted. The battery voltage was 2.70v and the charge time was 19 seconds. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis will be performed and this event will be updated.